Event description:
It was reported that a patient underwent an fad procedure. Both catheters were placed and inflated at level l4/l5. When the procedure was completed, the first catheter was removed without complication. When the second catheter was removed, the balloon had desheathed and remained in the patient. The physician did not remove the balloon from the patient. There are no patient complications. No additional information was reported.

Manufacturer narrative:
Device not returned, follow up with company representative. Emdr submitted (B)(6) and ack3 received/failure received on (B)(6). Resubmitted after correcting error on the (B)(6). Re submitted on (B)(6) and received ack3 received/failure on (B)(6). Since medtronic was closed for the holiday on (B)(6). Upon return to the office, we noticed this failure today, (B)(6). The emdr was resubmitted today and another ack3 received/failure with another error. Upon correction of this error, emdr resubmitted today, (B)(6).